Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the objective lens unit scratched, and the air/water nozzle loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of angulation stack, the possibility of during procedure could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.